Event description:
It was reported that the patient's spectra penile prosthesis was replaced with one spectra penile prosthesis cylinder due to urethral erosion. The second cylinder was placed on (B)(6) 2015. No further patient complications reported in relation to this event.